Event description:
This system was explanted due to endocarditis on (B)(6) 2012. The ICD was retained by the hospital, but the leads were returned. Should add'l info become available, this file will be updated.